Manufacturer narrative:
H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 1:00 am, the patient experienced an episode of dizziness while at home. At the time of symptom onset, her dexcom continuous glucose monitor (cgm) displayed glucose readings ranging between 300¿400 mg/dl. Due to a mismatch between her symptoms and the cgm readings, the patient performed a blood glucose meter (bgm) finger-stick test, which showed a critically low glucose level of 51 mg/dl, consistent with hypoglycemia. The patient was unable to calibrate the cgm sensor due to loss of consciousness, prior to her losing consciousness, she vomited and had a bowel movement. Her husband assisted her and noted fecal incontinence, observing fecal matter present on the floor, indicating an episode associated with loss of consciousness. The patient was subsequently transported by her husband to the doctor¿s office for immediate medical evaluation. She was provided oral nutrition and hydration (specific food not recalled by the patient) and was administered intravenous dextrose for hypoglycemia. After the IV treatment, medical staff performed a finger-stick blood glucose test, which measured 153 mg/dl, indicating significant improvement and stabilization of her blood glucose level. Despite this, the dexcom cgm continued to display a ¿high¿ reading, confirming a persistent discrepancy and inaccuracy of the sensor. The attending physician determined that the dexcom sensor was malfunctioning and supplied the patient with a replacement sample sensor, instructing her to change the device. Once the patient¿s symptoms resolved and she was assessed to be clinically stable, she was discharged home. No other medical treatment was provided to the patient. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After IV treatment, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - incontinence.